Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that system keyboard was failed. The technical support specialist logged into the station and followed the knowledge article es - letter "p" and "u" not working on the keyboard and reinstalled the keyboard driver to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had keyboard failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had keyboard failure.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.